Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2009. Clarification to date of event rupture found on (B)(6) 2021. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles, fold creases. A microscopic analysis was performed which identified: broken shell with sharp edge on posterior side assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: - broken shell with sharp edge assessed as unidentified(tear) opening. The event of nipple discharge is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The patient reported right side "nipple discharge". Healthcare professional reported right side rupture. Device has been explanted and replaced.

Event description:
The patient reported right side "nipple discharge". Healthcare professional reported right side rupture. Device has been explanted and replaced.